Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirms the reported observation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: shortly after the stem was opened on the field it was discovered that one of the small centering silicon tabs at the proximal end of the stem had disassociated completely and fell off. After the surgeon handled the stem briefly when looking at the missing tab, another of the tabs also came loose. / / investigation method: DHR review. Product code1570131135, lot no. D16080266 was manufactured on 15-jul-2016, (B)(4) were manufactured per specification and all raw materials met specification. Product review complainant states ¿shortly after the stem was opened on the field it was discovered that one of the small centering silicon tabs at the proximal end of the stem had disassociated completely and fell off. After the surgeon handled the stem briefly when looking at the missing tab, another of the tabs also came loose. ¿ dimensional and visual review was conducted on the returned sample. The beads were still assembled well with the stem and the dimensions meet the specification. Historical review: checked in (B)(4) complaint history, for the same product code, 2 complaints were found. For the same lot code, 0 complaint was found. For the same complaint type, 14 complaints were found. The beads were fell off for the 14 complaints and the trend review were recorded in (B)(4). For this case (B)(4) the beads did not fall off. (The stem was returned after the user replaced the beads). (B)(4). Further investigation refer to CAPA# (B)(4), the products evaluation refer to (B)(4)investigation summary: shortly after the stem was opened on the field it was discovered that one of the small centering silicon tabs at the proximal end of the stem had disassociated completely and fell off. After the surgeon handled the stem briefly when looking at the missing tab, another of the tabs also came loose. They were placed back into the stem prior returning for investigation. Visual examination of the returned stem could not verify this report because the beads had been placed back into the stem before returning for investigation. As part of a larger investigation the root cause is attributed to the manufacturing process. See mdd CAPA (B)(4) for additional details as to root cause and corrective actions.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Shortly after the stem was opened on the field it was discovered that one of the small centering silicon tabs at the proximal end of the stem had disassociated completely and fell off. After the surgeon handled the stem briefly when looking at the missing tab, another of the tabs also came loose.